Event description:
The event is reported as: complaint alleges: "staples were not aligned properly and therefore staples were released intermittently." No pt injury reported.

Manufacturer narrative:
Visual inspection was conducted. From the picture the reported defect was not observed. No other defects were observed. A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. From the picture the reported defect was not observed. Misaligned staples delivers incorrectly, therefore, the complaint cannot be confirmed and a conclusive root cause cannot be determined until the sample is available. The manufacturer will continue to monitor and trend relating complaints.